Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance (7/limit/high/no) was read at a follow up appointment with the treating psychiatrist after performing system diagnostics. The last known good diagnostics were performed 4 months prior to the reported event and were within normal limits. Further info from the pt revealed that burning sensation was felt prior to the visit and the event resolved with no intervention. Additionally, the pt reported an increase in stimulation perception in the neck area that would fluctuate. At the moment no pt trauma or manipulation has been reported. Further info from the treating psychiatrist revealed that diagnostics were performed prior to programming the pt's generator off and resulted within normal limits (ok/ok/3/no). Positional changes on the pt's neck were done and diagnostics were again performed resulting ok. The pt's device was programmed off as the event could be related to an intermittent break. X-rays were taken and evaluated by the MFR. Review of the x-rays revealed the generator placement along with filter feed-thrus and connector pin insertion were unable to be assessed as there were no x-ray views containing the pt's chest area. Furthermore, no acute angles or discontinuities were observed in the visualized portion of the device. However, part of the lead was not able to be assessed near the generator area as x-ray views were not available. Furthermore, a suspect area was visualized on the lead near the only tie down. At the moment revision surgery is likely but has not been scheduled.